Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant the patient experienced pocket discomfort, swelling and erythema. The patient was admitted to hospital and purulent material was drained. The lab confirmed a staphylococcus infection and the patient was treated with antibiotics. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.